Event description:
It was reported that the total occlusion in the mid lad could not be crossed by another company's guide wire. A second try was made with the cross-it 200xt and the support of another company's 1.5/20 balloon catheter, but it was not successful. Strong resistance was felt when advancing and retracing the guide wire. The balloon and guide wire were removed as a single unit. It was then noticed that approximately 2.5 cm of the guide wire tip had detached from the shaft. No patient injury was reported.